Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting during priming and pump had to rewind more than once per reservoir change. The customer¿s blood glucose was unknown at the time of incident. The customer also report that new battery has been rejected and scratched on screen. The insulin pump will not be return for analysis.